Event description:
It was reported that during an unknown procedure, the device could not fire. No staples came out and no cut line. Then the surgeon used higher force to fire it. Part of the closing trigger was cracked. The broke piece didn't fall into the patient's body. The device only closed and cut half of the tissue. The case was completed without any patient consequence.

Manufacturer narrative:
(B)(4). Damaged firing trigger shroud. The analysis results found that the device arrived non sterile, with the firing trigger shroud detached and with the orange label on the trocar peeled off. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the firing trigger shroud became dislodged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).